Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella cp stopped when performing an automated impella controller (aic) to aic transfer. The impella did not restart again even when it was reconnected to the original aic. The pump was explanted and the patient was reported to be stable on extracorporeal membrane oxygenation (ECMO).

Manufacturer narrative:
The impella pump was discarded. Should new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
Clinical details note that after 1 day on support, a pump stop occurred when performing an aic to aic transfer, with pump not working on either console after transfer was initiated. Patient was stable on ECMO. The console numbers are not known so data logs were not recovered. The pump was returned and evaluated. During testing, the pump function was intermittent. The pump could connect to the aic and run without issue; however, when plugged into the aic at another point, an impella defective alarm triggered. The pump was also plugged into the console without being detected at all. The patient cable plug had a raised area that made it difficult to push the plug fully into the receptacle. There was also an abnormal gap observed on the patient cable plug. The motor cables passed all electrical testing. The 4 communication cables from the patient cable plug to the red handle pcb were electrically tested. There were no abnormalities with cable connections to pin 1, 5, and 6 of the patient cable plug. The connection to pin 11 was an electrical open; however, when applying force to "close the gap" on the patient cable plug, the electrical connection could be re-established temporarily. This indicated an intermittent electrical open line inside the patient cable plug. An x-ray of the patient cable plug showed clear visual narrowing at the pin 11 connection in the plug. The cause of the pump not being detected was an electrical open based on returned product analysis but the cause of the electrical open is unknown.